Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was replaced due to the charge and ability for MRI capabilities. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.